Manufacturer narrative:
This device was returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. When the device was returned to mmdg for investigation, it operated as expected. Mmdg could not replicate or confirm the reported complaint. This report is being filed because there is indication that the event occurred while the device was in use by a pediatric patient (under 18). Per our procedures all reports of this type of event that involve a pediatric patient are considered reportable.

Event description:
The initial reporter stated that the pump did not stop and alarm when feeding was complete. They stated that it was pumping air to the patient. Mmdg did follow up with the initial reporter to obtain addition information. The initial reporter stated that the patient had not experienced any adverse effects due to the complaint. (B)(4).